Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4): product type: programmer, patient. Product ID: 3 889-28, lot# v343001, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient verified that they left the "pain stim battery and little pieces of the stim" in because it was too close to their spine. It was removed (B)(6) 2014. The patient also stated that their device "broke."

Event description:
It was reported the patient was having their entire device system removed the day of report. It was stated the lead was damaged during the explant procedure and when they were trying to remove the lead all 4 electrodes broke off in the patient. It was noted the patient was having the system removed due to the need for a head and body MRI for long term therapy needs. It was later reported the doctor elected to not remove the electrodes and the patient was going to have a head MRI.